Event description:
Reportedly, the ventricular threshold increase 3 to 4 months post implantation. Serial number, dates (implantation, event, explantation) are not yet available. No files were provided.

Event description:
Reportdly, the ventriculaur threshold increase 3 to 4 months post implantation. Serial number, dates (implantation, event, explantation) are not yet available. No files were provided.

Manufacturer narrative:
Additional information. The s/n of the lead could not be retrieved and no patient files were provided. According to the field, the issue could be related to multiple repositioning of the lead, which could explain that the reported abnormal threshold could be related to the screw mechanism which was blocked by the tissue residues, which could affect the good positioning of the lead at the implantation procedure. No issue suspected with the lead.